Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The reporter indicated that at the end of the expected therapy time of 24 hours, there was approximately 75ml of solution remaining in the device. The device had been filled with 8000mg flucloxacillin in sodium chloride solution + citrate buffer (34.8mg/ml) to a total fill volume of 230ml. The reporter indicated that the device had been taken out of the fridge and immediately attached to the patient¿s peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.